Manufacturer narrative:
(B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting. Information was received stating that the product reported is not an smith-nephew device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2019, the patient experienced breakage of the rotation axe of the prosthesis. This adverse event was treated by a revision surgery. The current health status of the patient is unknown.